Event description:
The recipient is reportedly experienced retention issues. On (B)(6) 2026, a skin flap thinning surgery occurred. The recipient was prescribed diuretic and is being monitored.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The skin flap thinning surgery improved magnet retention. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.